Manufacturer narrative:
H3 device evaluation summary: medtronic conducted an investigation based on all information received. It was reported that while in use on a patient this 980 ventilator generated a background fault diagnostic code indicating the ventilator entered into back up ventilation. The device was available for evaluation. Based on the log review, the provided logs do not show information to refute a background fault during patient use. The code could have occurred either during ventilation or high flow oxygen therapy (hfo2t), therefore conse rvatively assuming the ventilator may have entered backup ventilation (buv). The service personnel (sp) inspected the ventilator and confirmed the reported issue with the background diagnostic code of expiratory pressure out of range (oor). Sp performed extended self test (est) to clear the code. The ventilator passed all calibrations and tests per the manufacturer's specifications at the time of service. The cause of the reported event could not be established; however, the potential cause of the reported event was a transient out of range expiratory pressure measurement or the use of an incorrect patient circuit configuration during hfo2t. The event is included in a data monitoring plan. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that while in use on a patient this 980 ventilator generated a background fault diagnostic code indicating the ventilator entered into back up ventilation. The patient was removed from the ventilator and placed on an alternate ventilator with no injury.